Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an unspecified controller malfunction. The controller was exchanged. No patient complications were reported as a result of this event.

Manufacturer narrative:
One (1) controller with unknown serial number was not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One (1) controller with unknown serial number was not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.